Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm and external ram crc error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Verify unexpected restart alarm and external ram crc error alarm and due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed an external ram error and an unexpected restart and it would not turn on. They tried changing the battery and the tubing but it still would not turn on. The customer¿s blood glucose level was 255 mg/dl. Troubleshooting was performed and the display returned but then the insulin pump alarmed an unexpected restart. The insulin pump was not recently stored nor out of use for an extended time. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.